Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the device had not been working for a number of years, said that the battery had completely depleted. The patient said that they were scheduled to have the device replaced in may however needed to have an MRI. They mentioned that they have a badly torn meniscus and need to have an MRI of their knee. The agent reviewed information and the patient was redirected to their healthcare provider (hcp) to further address the issue.